Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and returned to the supplier for root cause evaluation. Visual inspection revealed the device appeared in a used condition, the active tip of the device shows signs of activation. There is evidence of tissue debris around the active tip. The proximal end of the enteral adaptor is split and damaged. A flow test was performed and the blockage could be confirmed. Functional testing of both coagulation and ablation performed at depuy synthes mitek was successful. The blockage could not be cleared during activation with suction during evaluation testing at the supplier. Further investigation was conducted by sectioning the device handle and a leak test was performed. No manufacturing error could be found that would result in reduced suction performance indicating the blockage was made up of standard procedural debris. A DHR review has been conducted and the results indicate no issues with the manufacturing process that would explain the observed failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The damage to the enteral connector could have contributed to the clogging of the suction tube with procedural debris if the damage occurred prior to the end of its use in the procedure, however it was not reported in the initial complaint, and the root cause is believed to be procedural debris collecting around the intended suction path. No corrective action is required and no further action is warranted at this time. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during shoulder arthroscopy sub-acromial decompression surgical procedure, it was observed that the ports on the vapr premiere 90 electrode device became blocked and unable to clear (retrograde flushing using saline). According to the reporter, the event occurred while the surgeon was ablating tissue arthroscopically and when the surgeon attempted to remove debris via the suction functionality on the electrode. It was reported that the debris were too large for the ports at the tip of the device. It was reported that the surgeon tried to use alternate suction device. It was reported that the surgeon requested a new suction/electrode be opened and was successful for ablation /removing more suitable sized pieces of tissue. It was reported that the irrigation of sucker/electrode attempted, then replacement item opened. It was reported that the shoulder joint post-surgery was stable. There was a one minute delay in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).